Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer observed leakages from several sp 418, 9l effluent drain bags. The customer did not specify in which phase the leakage was observed or if the machine detected the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
According to additional information provided by the customer, the machine triggered a flow alarm detecting the leakage. Actual samples were not available for investigation; however, twenty companion samples were available for analysis. A leak test and a burst test were performed with no issues noted. A cross section was taken of the tubes, and the tubes were found to be centered properly. The tubes were then cut vertically, and a peel test of the welded polyvinyl chloride (pvc) was performed with no issues noted. The twenty companion samples were found to operate per specification during all performed testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.